Event description:
It was reported that patient underwent total knee arthroplasty on (B) (6) 2008. Subsequently, a revision procedure was performed on (B) (6) 2010, and a black mass of tissue was discovered and removed from the patient for biopsy. The locking bar was also removed and replaced. The biopsy of the tissue confirmed metallosis. No further information has been provided to date.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component found that it appears to have burnished areas on the edge corners & tip which appear more worn on one side than the other. It is unknown what caused the burnishing. Some machining lines can be seen through the burnished areas, so the burnishing is not deep. No other significant wear areas of the locking bar are observed. It is unknown if the burnished surfaces of the locking pin created enough debris to have caused the metallosis.